Manufacturer narrative:
A visual evaluation of the returned device found that the stent was kinked from approximately at 4 cm from the proximal end of the stent. No other issues were observed in the stent. Based on the event description, the issue was identified during preparation and outside the patient. Most likely the stent was kinked due to some handling aspect of the device possibly during preparation or storing. Handling manipulation of the device during preparation can lead to kinks in the stent. Therefore, ¿handling damage¿ is selected for the most probable cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used in a stenting procedure in pancreatic duct performed on (B)(6) 2017. According to the complainant, during preparation, outside the patient, it was noticed that the advanix¿ pancreatic stent was bent when flush was performed. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem".

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used in a stenting procedure in pancreatic duct performed on (B)(6) 2017. According to the complainant, during preparation, outside the patient, it was noticed that the advanix¿ pancreatic stent was bent when flush was performed. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem".